Event description:
The nurse complained of erroneous results for 1 patient tested on coaguchek xs meter with serial number (B)(4). The initial result was 4.0 inr. The patient was tested within 10 minutes a second time on the same meter and the result was 2.5 inr. A different finger was used for each test. The result of 2.5 inr was believed to be correct. The qc check was observed prior to these results. The readings from the coaguchek xs meter were not reported. The patient was sent to the laboratory where the result from an unknown method was "closer to 2.5 inr"; the actual result was not provided. The patient's therapeutic range is 2-3 inr. No adverse event occurred. The patient is fine. The suspect product was requested for investigation. Relevant retention test strips (lot 206233) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect test strips. The customer did not return the meter. The returned test strips and a retention meter were tested in comparison to a retention meter and master lot of strips. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.